Event description:
Complainant alleged that while attempting to monitor a patient, the device failed to detect an ECG signal through ECG electroode leads. The user switched to defibrillator paddles and the device successfully determined the patient's heart rhythm was in ventricular fibrillation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.